Event description:
After receiving lasix, pt had foley catheter placed. Within a few hours, 900 ml of she did void a large amount of urine around the catheter into the bed. Her foley catheter drainage bag was empty at that time. Rn lifted the catheter tubing to drain the catheter and it began to drain spontaneously. Catheter was removed a short time later.